Manufacturer narrative:
Medtronic ers evaluated the device and noted a therapy cable with a broken pin. The customer had removed the broken pin from the therapy connector and attached a new therapy cable. The service representative replaced the therapy connector as a preventive measure. A full functional and operational inspection was completed and the device was returned to service.

Event description:
Crew responded to a cardiac arrest call, the patient was attached to the device with ECG electrodes and defibrillation electrodes. The device operator was unable to deliver a shock to the patient as the device indicated "connect cable." The device operator was unable to switch the device to paddles lead. An AED was on scene, the patient was transferred to the AED device and a shock was delivered to the patient. Patient outcome is unknown. Medtronic received no report of adverse affects to the patient as a result of device operation.